Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca caused the patient to seek medical intervention in the form of endocrinologist consultation. The following information was provided by the initial reporter: material no: 320555 batch no: 8227650/unknown consumer reported: getting lumps underneath her skin after injection. Experiencing pain during injection. Sometimes she bleeds during injection. Only happens with the nano pro. All issues have been happening for pass 6 months. More than one box but could only provide one lot. She is going to her endocrinologist for something unrelated but she will mention the "lumps". Consumer will call back if there's any additional information to provide but for now, she has not gone to doctor for bleeding, lumps or pain. Occurrence dates unknown even though she stated, she was affected by more than one box..

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8227650. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-15. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca caused the patient to seek medical intervention in the form of endocrinologist consultation. The following information was provided by the initial reporter: material no: 320555, batch no: 8227650/unknown. Consumer reported: getting lumps underneath her skin after injection. Experiencing pain during injection. Sometimes she bleeds during injection. Only happens with the nano pro. All issues have been happening for pass 6 months. More than one box but could only provide one lot. She is going to her endocrinologist for something unrelated but she will mention the "lumps". Consumer will call back if there's any additional information to provide but for now, she has not gone to doctor for bleeding, lumps or pain. Occurrence dates unknown even though she stated, she was affected by more than one box.